Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 407652 implantable pacing lead 2006 (B)(6). (B)(4).

Event description:
It was reported that the superior vena cava (svc) coil, right ventricular (rv) coil, and pace/sense impedances trended downward on the same day. The rv lead remains in use and the patient will have intensified follow-up via remote monitoring and in-office visits. No patient complications have been reported as a result of this event.